Manufacturer narrative:
This supplemental report is being submitted to correct the initial MDR. Upon further review, it was determined this complaint/report is a duplicate of MFR report number # 3002808148 - 2022 - 01567.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope presented a foggy image. No patient injury reported. During the evaluation of the device, it was noted the insertion guide lens frame was missing a part (part fell off from the distal end). This report is to capture the reportable malfunction of the insertion guide lens frame was missing a part (part fell off from the distal end) noted at estimation.

Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was not confirmed. The insertion guide bundle had a stain. The bending section cover had a pinhole. Due to a pinhole on the bending section cover, water tightness was lost. The acoustic lens was damaged. The adhesive on the bending section cover had a discolored area. The sheet holder unit had corrosion due to water leakage. The objective lens was missing. Due to the adhesive peeling around the bending tube, the connection between the bending section and distal end was detached. There was a separation under the bending section cover glue between the distal end and connecting tube. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.